Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a luer transfer set disconnected from a titanium adapter. This event occurred during use. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and found no issues. Leak testing, clear passage testing, clamp function testing, and integrity of the seal surface testing were performed with no issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.